Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that pn 32g x 4mm benelux was blocked. The following information was provided by the initial reporter: customer indicates that he regularly has problems with the pen needles. Looks like the needle is blocked and the insulin cannot be injected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pn 32g x 4mm benelux was blocked. The following information was provided by the initial reporter: customer indicates that he regularly has problems with the pen needles. Looks like the needle is blocked and the insulin cannot be injected.